Event description:
It was reported that the patient lift would go up but would not come down and a patient was stuck in the lift as a result. The facility also reported that the insulation on the hand control of the lift was cracked.